Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. As part of the investigation a review was performed on the sub-assembly lot numbers used in the production of the finished lot. There were no non-conformances in any of the raw materials used in finished lot production including fiber bundle, o-rings and polycarbonate molded components related to the reported complaint event. However, a supplier non-conformance was associated to the raw material used for molded components. All discrepant molded components were inspected and discarded prior to use in the dialyzer assembly lines. Additionally, the reported dialyzer lot sub-assembly components were compared to the corresponding bill of materials. It was confirmed that the correct components were used during the manufacture of this lot. The medical records provided were reviewed by a fresenius clinical specialist who concluded that on (B)(6) 2015, this patient experienced an uneventful hemodialysis treatment. The patient had one episode of feeling his heart jump but no interventions occurred and the remainder of the treatment was uneventful. The patient completed the full treatment and was discharged ambulatory. Documentation in the medical records did not reveal any patient allergy to the product. Medical records did not contain any current lab work for review including bicarbonate or sodium levels. There were no diagnostic tests in the medical record for review. There were no further progress notes. There was no documentation in the medical record that indicated there was any adverse reaction or serious injury in this event.

Event description:
On (B)(6) 2015, the patient presented at the hemodialysis clinic. His vital signs pre-dialysis that morning were: blood pressure 148/90, pulse 78 and regular respirations 20 and temperature 97.4. Patient started at 06:08. At 06:12, the patient complained of his heart jumping when the bfr was turned up. Bfr was kept at 300. The patient completed hemodialysis treatment at 10:10 without any problems. Blood pressure at that time was 142/82 and pulse 86. Patient was discharged home, ambulatory.

Event description:
An inpatient user facility reported that during hemodialysis treatment, the pt became sick with a severe headache, nausea and vomiting. The pt ended treatment 1 hour early as a result of these symptoms. It was noted the pt has only had a total of 5 treatments in center which started on (B)(6) 2015. The pt has used the same type of dialyzer since starting; however the doctor ordered the pt be switched to another manufacturer's dialyzer starting on (B)(6) 2015. No med intervention was required and the pt left the clinic ambulatory. A sample is not available for manufacturer eval.

Manufacturer narrative:
Plant investigation has not yet been completed and med records are being reviewed. A follow up report will be filed upon completion of the investigation.